Manufacturer narrative:
Analysis of the pump on 2018-aug-15 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid with concentration 5 mg/ml at a dose rate of 1.9980 mg/day and bupivacaine with concentration 4.5 mg/ml at a dose rate of 1.7982 mg/day as of (B)(6) 2018 via an implantable pump for non-malignant pain. It was reported that a motor stall occurred. The event occurred during normal use. As per the pump¿s log provided, the following occurred: (B)(6) 2018 06:12 - motor stall occurred (B)(6) 2018 20:17 ¿ motor stall recovery occurred (B)(6) 2018 20:19 ¿ motor stall occurred (B)(6) 2018 20:19 ¿ stopped pump period may exceed tube set message occurred (B)(6) 2018 20:24 ¿ motor stall recovery occurred (B)(6) 2018 09:14 ¿ motor stall occurred (B)(6) 2018 11:18 ¿ motor stall occurred the patient experienced withdrawal symptoms. It was indicated that there was no report of any environmental/external/patient factors that may have led or contributed to the issue. Diagnostic testing/troubleshooting performed included interrogation. It was report ed that the pump was scheduled to be replaced on (B)(6) 2018. It was unknown if the issue was resolved at the time of the report. Other medications the patient was receiving at the time of the event was unable to be obtained. The patient was with injury regarding their status at the time of the report. Regarding details of the injury and patient recovery, narcotic withdrawal was indicated. The patient¿s medical history was requested but was unavailable regarding a legal/confidential reason. As per the manufacture¿s device registry, the pump was explanted and replaced on (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was indicated that the pump was received back from the healthcare provider on (B)(6) 2018 and it was being returned to the manufacturer for analysis.